Manufacturer narrative:
(B)(4). In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that a high rate and high pip error occurred while the device was running on a patient using prvc a/c mode. The user increased the flow triggering and the tidal volume dropped immediately to 150 ml out of 450 ml and a "xdcr fault" error occurred. The patient was removed from the unit and placed on another unit. The patient was stable and there was no patient harm. The user confirmed that the exhalation flow transducer failed.

Manufacturer narrative:
Results of investigation: the vyaire medical failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component was able to confirm, but not able to duplicate the reported issue. The event log showed recorded transducer faults.